Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Sample was received however it was contaminated and only a photo inspection was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter did not receive the sample for evaluation, however a photo was provided. The photo showed the clamp housing missing a roller, however it cannot be positively determined the roller clamp frame in the photo belongs to a baxter set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned access set, a missing roller wheel from the roller clamp was identified. There was no patient involvement. No additional information is available.